Event description:
Boston scientific received a call from the patient's spouse stating the device did not prevent the patient's sudden cardiac death. She expected the device to shock the patient back to life. Boston scientific patient services (ps) discussed the device is only designed to treat two types of rhythms (i.e., ventricular tachycardia and ventricular fibrillation). The caller stated she was not aware that the device was only designed to treat two types of rhythms. She was under the impression the device would keep her husband alive and resuscitate him if he was dying. The patient's spouse suggests boston scientific train the physicians better on how to educate the patient/patient families about how the device works with the patient. The device was not explanted. In a separate discussion, the patient's spouse also noted that following the implant in (B)(6) 2013, her husband had a blood clot and had to go back to the hospital and was given medication.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.